Event description:
It was reported that the smart pass feature for this subcutaneous implantable cardioverter defibrillator (s-ICD) had programmed itself off following an untreated episode which had noise followed by a clear loss of qrs amplitude. Since implant, the device has been programmed to the primary vector with 1x gain. Technical services (ts) was consulted to review device data and provided troubleshooting options. X-rays were also performed, and ts provided possible causes. Review of the data found mechanical noises which were reproducible in all vectors by manipulation of the device and the patient moving the left arm. Ts noted the risk of inappropriate shock is significant. The device was left in primary and smart pass was re-enabled. Ts recommended replacing the electrode and informed the device can remain in service. The field representative will discuss this with the physician. Subsequently, the device was explanted and returned for analysis. No additional adverse patient effects were reported.